Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets were leaking or had a crack (not specified further). This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received for evaluation. A visual inspection was performed and it was noted that one (1) sample had a separation between the inlet part of the check valve. There were no issues noted with sample two (2). Functional testing was performed on sample two (2) including pressure testing and clear passage under water testing with no issues noted. The reported condition was verified in sample one (1); however, not verified for sample two (2). The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.